Event description:
A malfunction was reported by a customer who experienced a malfunction 16-0x20e6 alarm with their pump. There was no information available regarding the impact on the customer's blood glucose level. Without having received the pump back for inspection, the distributor closed the complaint without further action.